Manufacturer narrative:
The instrument was returned to intuitive surgical, inc. (Isi) and evaluated. The customer reported complaint of the orange coating dislocated was confirmed. A visual inspection of the instrument revealed a broken tube extension. The tube extension was found to be broken and missing a 0.193 x 0.153 piece at the proximal clevis interface. A broken tube extension piece measuring approximately 0.308 x 0.166 was found within the tip cover instrument accessory. The tube extension was found to be fractured next to one of the keys that mates with the proximal clevis. Failure analysis investigation concluded that the tube extension damage might have been likely due to mishandling/misuse. An additional observation not reported by the site was a scratch mark/abrasion found on the surface of the instrument's tube reinforcement ring. The ring exhibited a scratch mark measuring 0.127. Failure analysis investigation concluded that the ring damage might have been likely due to mishandling/misuse. An additional observation not reported by site was pad printing removed from the instrument's tube extension. The tube extension had some scratch marks with pad printing removed. The scratch marks measured from 0.186 to 0.081. Failure analysis investigation concluded that the removed pad printing damage might have been likely due to mishandling/misuse. An additional observation not reported by site was a cracked main tube. The instrument's main tube had a small hairline fissure in the axial direction, located directly below the tube reinforcement ring. The crack was located in an area that is not protected by tip cover. An additional observation found was scratch marks/abrasions found on the instrument's main tube. The distal end of the instrument's main tube had various scratch marks with light material removed. The scratches were 0.223 - 0.194 in length and not aligned with the tube axis. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported failure analysis findings of scratch marks on the instrument's main tube with light material removed and pad printing removed if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the surgical staff observed that the orange coating dislocated on the monopolar curved scissors (mcs) instrument. There were no missing or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.